Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 03-apr-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the "patient underwent scheduled outpatient egd (esophagogastroduodenoscopy) with g-tube (gastrostomy tube) placement. During the g-tube insertion, the clear plastic catheter slowly began disappearing into the patient's subcutaneous adipose tissue. [The clinical team] lost endoscopic visualization. Fortunately, it was quickly retrieved with a kelly clamp by the gi (gastrointestinal) fellow. The g-tube was able to be placed.

Manufacturer narrative:
The device history record for the reported lot number, 30292018, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 27-aug-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information was received on 19-jun2025 from medwatch/ FDA user facility report mw report mw5167427 and the following was reported: patient underwent scheduled outpatient egd(esophagogastroduodenoscopy) with g tube placement. During the g tube insertion, the clear plastic catheter slowly began disappearing into the patient's subcutaneous adipose tissue. We lost endoscopic visualization. Fortunately, it was quickly retrieved with a kelly clamp by the gi fellow. The g tube was able to be placed. Upon discussion with the gi attending after the case, there may be a design flaw in this product. The end of the trocar catheter is not tapered, which essentially would prevent this from happening. Also, the catheter is short, which contributed to this close call. A longer catheter would be safer for patients with more subcutaneous adipose tissue. Upon reflection, we had another case approximately 1.5 years ago where the catheter was lost and the patient needed to have it surgically removed. It was the same product, but staff attributed it to a probable fistula. Thankfully, the outcome from this case was not similar.

Manufacturer narrative:
Additional infromation: a2, a3a, a4 and b5. All information reasonably known as of 18-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.